Event description:
It was reported to resmed that an astral device did not detect the power supply unit (psu). There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Visual inspection revealed that the power connector on the chassis was broken off. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device did not detect the power supply unit (psu). There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to physical abuse from user error. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).